Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The suture from the opened product was observed to be within the swage. Under magnification, instrument marks were observed at the swaged end of the needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Grasping the needle at the swaged end during application can damage the needle as observed. It is recommended that the needle be grasped from the needle body, where the wire is of a full diameter and significantly stronger than at the swaged end. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, the suture detached from the needle. A new suture was used to complete the procedure. The status of the patient is no injury.